Event description:
It was reported that the stent was unable to be reconstrained. Vascular access was obtained via the jugular with a 11fr sheath. A 18x90x75cm venous wallstent was selected for a procedure in the non-thrombotic left iliac vein. The lesion had chronic diseased tissue, was mildly tortuous, and was approximately 56 percent stenosed. A 035 non-boston scientific guidewire easily crossed the ivus substantiated lesion. The wallstent was loaded over the same 035 guidewire and easily advanced through the lesion. Fifty percent of the stent deployed. An attempt was made to reconstrain the stent for the purpose of repositioning; however, the stent was unable to be reconstrained and 2cm of the stent was exposed. The sideport was re-flushed with no improvement. One centimeter of the stent was recaptured using pin-push maneuvers with greater force. The delivery shafts of the shaft deployment system became stuck and would not allow for either pin-pull deployment or pin-pull recapture. The stent was pulled back into the inferior vena cava (ivc) but was still unable to reconstrain the last 1 cm. The entire system was removed from the patient. The delivery shaft was compressed longitudinally in an accordian fashion. The procedure was completed with another of the same size wallstent. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: a venous wallstent was returned for analysis. The device was received with the stent partially deployed. A visual examination found no damage or issues with the partially deployed stent. A visual and tactile examination found the shaft of the device to have multiple shaft kinks and to have severe accordioned on the shaft approximately 160mm from the distal tip. A visual and tactile examination identified no issues with the tip of the device.

Event description:
It was reported that the stent was unable to be reconstrained. Vascular access was obtained via the jugular with a 11fr sheath. A 18x90x75cm venous wallstent was selected for a procedure in the non-thrombotic left iliac vein. The lesion had chronic diseased tissue, was mildly tortuous, and was approximately 56 percent stenosed. A 035 non-boston scientific guidewire easily crossed the ivus substantiated lesion. The wallstent was loaded over the same 035 guidewire and easily advanced through the lesion. Fifty percent of the stent deployed. An attempt was made to reconstrain the stent for the purpose of repositioning; however, the stent was unable to be reconstrained and 2cm of the stent was exposed. The sideport was re-flushed with no improvement. One centimeter of the stent was recaptured using pin-push maneuvers with greater force. The delivery shafts of the shaft deployment system became stuck and would not allow for either pin-pull deployment or pin-pull recapture. The stent was pulled back into the inferior vena cava (ivc) but was still unable to reconstrain the last 1 cm. The entire system was removed from the patient. The delivery shaft was compressed longitudinally in an accordian fashion. The procedure was completed with another of the same size wallstent. There were no patient complications.